Manufacturer narrative:
Of the 4 allegations of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to moisture ingress.

Event description:
This report summarizes <noe> 4</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a line through display w/ moist issue. These reports were received from various sources. The patients associated with this allegation ranged from 11-58 years of age and between 0 and 0 pounds. Of the reported patients, 1 were male, 3 were female.